Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was trouble getting coupling bars when charging since having implant, but the problem started small but it¿s getting worse. The patient reported that the ins is low and not working because it is not getting coupling bars. The reported that they must lay back in the recliner and don't move when charging. The patient reported that the device has been recalibrated 2-3 times because after some time the therapy loses its effectiveness. The patient confirmed that the insr was 75% charged. The patient reported that they had a fall and landed on right shoulder. The patient was reviewed that falls or trauma could cause device to shift or move and affect connection with implant. No patient complications have been reported because of this event.